Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician using a 360 express balloon during an rfa procedure noticed some bleeding of the patient's esophagus as the balloon was inflating. Physician continued to ablate. As the device deflated physician noticed a mucosal tear or abrasion. Physician flushed with water. In order to seal the bloody area, the physician proceeded with using a barrx tts-1100 catheter in place of the 360 express balloon catheter. The secondary catheter sealed the area successfully. The physician monitored the area under endoscopy for several minutes. Physician stated that the area looked good and the patient will be fine.